Manufacturer narrative:
Pump s/n:(B)(4) was received and could not be tested due to physical damage. During a visual evaluation it was noted that all internal components were damaged. The parts were replaced and the pump is functioning as intended. The service history record was reviewed. This device was manufactured in 2018 and this is the first time this device has been returned for service. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the unit was alarming, leaking by the cassette, and giving an extra amount of food even after reset.